Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced refrigerator failure and required maintenance, thereby hindering the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager was intermittently failing. It was observed that the hasp was rubbing against the box where it met the latch, which may have caused the wiring harness to become loose. A field service engineer adjusted the hasp and the box and re-crimped the wiring harness. After these adjustments, the remote manager opened and closed smoothly and functioned properly. The system functioned as intended after the field service engineer repaired the device.